Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged introducer sheath tip is confirmed; however, the exact cause is unknown. One 5.0 fr 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on and within the microintroducer. The dilator was observed to be screwed onto the t-handle of the introducer sheath at an angle. Once the dilator was removed from the introducer sheath and repositioned, it was able to be screwed onto the t-handle easily and securely. No damage was observed on the threads of the t-handle. The length of the introducer sheath was observed to be slightly curved, and the distal tip of the introducer sheath was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the introducer sheath was buckled and plastically deformed. No damage was observed on the distal tip of the dilator. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the introducer sheath of the power PICC is difficult to insert to vessel, after removal, the introducer sheath tip was found split. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the introducer sheath of the power PICC is difficult to insert to vessel, after removal, the introducer sheath tip was found split. No other information was provided.